Event description:
On an unk date in 2006, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder bifurcated endoprosthesis. The pt tolerated the procedure. On (B)(6), 2012, the pt underwent re-intervention for a distal type ii endoleak. The right internal iliac artery was coiled with an amplatzer vascular plug and an add'l gore contralateral leg component was placed in the right common iliac artery. The pt tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
A review of the mfg records for the device(s) was not conducted as the device lot numbers were unavailable. The gore excluder bifurcated endoprosthesis instructions for use (IFU) specifies "pts should be counseled as to the possibility of subsequently reinterventions including catheter-based and open surgical conversion." Users are made aware of the risk associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices."